Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from (B)(6). This is a solicited report by a nurse from (B)(6) of peritonitis with cloudy bags but no growth in a patient coincident with dianeal unknown and extraneal viaflex therapies (lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis with cloudy bags. On this same date, the patient reported his cloudy bags to the hospital. In (B)(6) 2011, the patient received an unspecified antibiotic as remedial treatment for his peritonitis. At the time of this report, the patient had responded to the remedial treatment and his bags were clearing. Dianeal and extraneal therapies continued. The nurse did not provide an assessment of causality.